Event description:
It was reported that an ilet pump displayed a ¿blocked¿ message and the user disconnected from the pump; the user was advised to transition to backup therapy while disconnected. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living and no medical intervention beyond routine backup therapy. Investigation included user interview attempts and complaint history review. Investigation of this case revealed that no additional information or evidence was obtained to confirm a device malfunction. It was concluded that the event was unconfirmed due to lack of information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.